Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on the (B)(6) 2021, using an unspecified sample type. Confirmation molecular testing was scheduled for the (B)(6) 2021 with her healthcare provider. The results of this molecular test has not been provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on the (B)(6) 2021, using an unspecified sample type. Confirmation molecular testing was scheduled for the (B)(6) 2021 with her healthcare provider. The results of this molecular test has not been provided. No additional patient information, including treatment and outcome, was provided.